Manufacturer narrative:
Continuation of medical device: 6935m62 lead implanted: (B)(6) 2017.

Event description:
It was reported that in the office, the manual left ventricular (lv) lead thresholds were measuring higher than at night with the lv capture management measurements. The device remains in use. No patient complications have been reported as a result of this event.